Event description:
Device 1 of 3. Reference MFR report #1627487-2013-15654, reference MFR report #1627487-2013-15655. The pt has 2 scs systems implanted and has 2 chargers from the same lot. It was reported the pt is experiencing heating at both ipg sites while charging. Pt states she feels warmth at the ipg sites which lasts approx 10 mins and then she stops charging. Pt further stated if she charges more than 30 mins the ipg sites become hot and she ceases charging before it becomes uncomfortable. Pt was giving a spacer kit for each ipg as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.